Event description:
--

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this lead exhibited loss of capture and pacing impedances of greater than 3000 ohms. A lead revision procedure was performed where the lead was cut and capped.